Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer changed the cartridge and resumed insulin delivery successfully. Customer¿s blood glucose level was 301-350 mg/dl.